Event description:
As the taxus express2 2.5 x 8 mm stent was being opened from the package it was noticed that the stent struts flared. Consequently, the stent was never used. No patient injury or complication was reported. The procedure was successfully completed using another taxus express2 2.5 x 8 mm stent. Patient status is reported as "satisfactory/good".